Manufacturer narrative:
(B) (4).

Event description:
The pt was feeling stimulation sensation at certain times. During these times, she felt less nausea. The intermittent sensation occurred in the bath tub and during an x-ray with lead shielding placed over the device. Unable to follow-up with contact info provided. No add'l info was obtained.